Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v798530, implanted: 2011-(B)(6), product type lead product ID 3389s-40, lot# v798530, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had been admitted to the hospital and had to be intubated due to sepsis. The reporter indicated that the patient was having problems with "autonomic instability" due to sedation. Attempts were being made at the time of the report to turn the patient's device off to prevent some of the "autonomic instability". If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).